Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the station was on critical override. A technical support specialist explained that the stations had entered critical override because of incorrect time settings and reported that the time server configuration was corrected and the stations began functioning normally. The technical support specialist also described that information received through direct communication with the customer indicated that the logistics servers continued to experience difficulties, which were attributed to an outage in the customer's data center and confirmed that all stations eventually resumed normal communication and also stated that approval had been received to close the matter. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, all stations were on critical override and failed to communicate. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.